Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr on (B)(6) 2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture" baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Another healthcare professional reported capsular contracture, baker grade ii. An additional healthcare professional reported right side capsular contracture, baker grade iii. The device has been replaced.

Event description:
Healthcare professional later reported "any creases" via an rga form.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Crease/folding of implant: creases were observed. Additional observations: deformation observed. Wear abrasion observed. White particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
The device was explanted.